Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device,'), uterine perforation ('perforation (uterus)' and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included pap smear abnormal and lower abdominal pressure sensation of. Concurrent conditions included irregular periods, swollen abdomen, urinary frequency and vaginal discharge. Concomitant products included desogestrel;ethinylestradiol (apri) from 2013 to 2015 and levonorgestrel (mirena). In 2012, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), rash ("hypersensitivity/ allergic or hypersensitivity reaction type: rash from nickel"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("rashes or skin conditions type: nickel allergy"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal/ right abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine"), back pain ("lower back pain"), pain in extremity ("leg pain") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, rash, vaginal haemorrhage, allergy to metals, weight increased, vaginal infection, cystitis and urinary tract infection outcome was unknown, the genital haemorrhage, back pain, pain in extremity and arthralgia was resolving and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hot flush, migraine and nausea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: discrepancy noted (B)(6) 2014 (as written in ppf). Plaintiff received treatment for pain, bleeding, allergy, migration, bladder/urinary problems, injuries/symptoms. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received: new events uterine perforation, vaginal infection, bladder infection, urinary tract infection, vaginal bleeding, nickel allergy, weight gain were added. Reporters, lab data, medical history, concomitant condition and drugs were added. Updated outcome of events bleeding, back pain, leg pain, hip pain, cramping to recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device,') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pap smear abnormal and lower abdominal pressure sensation of. Concurrent conditions included irregular periods, swollen abdomen, urinary frequency and vaginal discharge. Concomitant products included desogestrel;ethinylestradiol (apri) from 2013 to 2015 and levonorgestrel (mirena). In 2012, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), the first episode of allergy to metals ("hypersensitivity/ allergic or hypersensitivity reaction type: rash from nickel"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hot flush ("hormonal changes/ hormonal changes describe: hot flashes"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of allergy to metals ("rashes or skin conditions type: nickel allergy"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal/ right abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraine"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and abscess ("abscess ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, vaginal haemorrhage, the last episode of allergy to metals, weight increased, vaginal infection, cystitis, urinary tract infection and abscess outcome was unknown, the genital haemorrhage, back pain, pain in extremity and arthralgia was resolving and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hot flush, migraine and nausea had resolved. The reporter considered abdominal pain, abscess, alopecia, arthralgia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: date(s) of insertion: discrepancy noted (B)(6) 2014 (as written in ppf ) plaintiff received treatment for pain, bleeding, allergy, migration, bladder/urinary problems, injuries/symptoms. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received: new event abscess added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and hypersensitivity outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, alopecia, hormone level abnormal, migraine and nausea had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: discrepancy noted (B)(6) 2014 (as written in ppf). Plaintiff received treatment for pain, bleeding, allergy, migration, bladder/urinary problems, injuries/symptoms. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Case become valid. Injury nos replaced with new events. Added event migration, apareunia, pelvic/abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, bladder problems, urinary problems,hair loss, hormonal changes, migraine, nausea. Plaintiff did not undergo essure confirmation test. Updated outcome of events pain, bleeding, bladder/urinary, other from unknown to recovered/resolved. Reporter's information was added. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.